Event description:
2000 augmented with saline filled mammary implants bilaterally. No problems until approx 6/2005 when she had a deflation on left side. 2005 pt underwent left capsulotomy, removal of deflated left implant. Pt augmentid with mentor saline mammary implant.